Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a bad alarm tone with damaged lens occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched lens and missing tamper seal. There was no evidence of the reported error in the event history log. The reported problem was duplicated. During the investigation the audible alarm had a distorted sound, and an error message was displayed on startup. It was discovered that the piezoelectric buzzer was defective and the reason for the reported issue. For corrective action, the faulty piezoelectric buzzer was replaced. The scratched lens and battery were also replaced as preventative measure. The root cause was unknown. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction: d4: model number: 6400.